Event description:
It was initially reported by the nurse that an activation said to have been performed by the patient a week prior and during the appointment did not appear on the handheld computer history following an interrogation. The site had not performed any diagnostics so it is unclear if the issue is related to the magnet or patient error. The patient indicated that she could still feel the stimulation from the magnet activation. Good faith attempts to obtain additional information on the reported event have been unsuccessful to date.